Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-18 h6: investigation summary customer returned five (5) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported finding needles clog during injection, and patient end bends when inserting into site. All 5 returned pen needles were examined, and it was observed that all 5 pen needles exhibited hooked patient end (pe) cannula points. All 5 returned pen needles were then tested for outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: outer diameter (in) lube sample 1 0.0092 good sample 2 0.0092 good sample 3 0.0092 good sample 4 0.0092 good sample 5 0.0092 good all 5 samples tested within specification. These 5 pen needles were tested for flow using a test pen injector: all 5 were able to expel properly. No evidence of manufacturing defect was observed. Since all 5 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the hooked pe cannula points is user error while using the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (pe cannula hooked). Bd was not able to duplicate or confirm the customer¿s indicated failure (clog). The possible root cause for this issue (hooked pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since all 5 samples were returned after use, the probable cause of the hooked pe cannula is user error while using the pen needles. If the user removes the cannula shield obliquely they may cause the cannula to hook during the shield removal process.

Event description:
It was reported that bd ultra fine¿ pen needles was clogged. The following information was provided by the initial reporter: material no:320122 batch no: 9255694 it was reported that the needles clog during the injection and the patient end bends when inserting into the site. Verbatim: consumer reported from paper tab on pen needle- finding needles clog during injection. Consumer reported patient end bends when inserting into site. Consumer reported placed a needle on 5 novolog pen each with this box pen needle and reuses them at least 2 times. Consumer reported contacted novo - they instructed her to replace a needle on each of the pens and will not be taking their items back.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles was clogged. The following information was provided by the initial reporter: material no:320122, batch no: 9255694. It was reported that the needles clog during the injection and the patient end bends when inserting into the site. Verbatim: consumer reported from paper tab on pen needle- finding needles clog during injection. Consumer reported patient end bends when inserting into site. Consumer reported placed a needle on 5 novolog pen each with this box pen needle and reuses them at least 2 times. Consumer reported contacted novo - they instructed her to replace a needle on each of the pens and will not be taking their items back.